Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the renal artery. A 6.0mm x 18mm x 150cm express sd renal/biliary stent was advanced for treatment. However, during the procedure, it was noticed that the distal segment of the stent was opened. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed that the distal end of the stent is damaged/lifting up. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found damage to the stent.

Event description:
It was reported that stent damage occurred. The target lesion was located in the renal artery. A 6.0mm x 18mm x 150cm express sd renal/biliary stent was advanced for treatment. However, during the procedure, it was noticed that the distal segment of the stent was opened. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.